Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. A review of the device log does not show evidence of a shutdown during pacing. There is evidence that the device received a shutdown command (which occurs when the master processor receives a signal from the power button) prior to pacing being started. However, the device log does not capture explicit key presses, so it cannot be confirmed if the user pressed the power button unknowingly or not. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.